Event description:
It was reported that the device setscrew in the right ventricular port didn't tighten by turning clockwise; the setscrew was out of place and disengaged. The device wasn't used and a new device was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. It was noted that the set screw was loose/detached.